Event description:
Harmonic shears did not work properly, had an error cord (reactive 2 switch activations detected). The device would not activate. New shears were opened and the device worked appropriately during the procedure.